Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2010, inratio: 1.0, lab: 2.4. Samples taken 30 mins apart. Pt is not on heparin or lovenox and is not anemic. Pt is not on antibiotics and does not have hypo/hyperthyroidism. Pt does have cancer.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio meter = 1.0 inr, reference = 2.4 inr, mean = 1.70. Confidence limits = 1.2-2.3. Thirty minutes lapse between two readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Strip lot 221729 investigation was performed on another complaint and met accuracy criteria (see page three for investigation results). Product deficiency was not established. No further investigation is required. There is insufficient info to determine the root cause. As of 02/15/2010, 3 discrepant results complaints were reported for lot # 221729 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Two therapeutic donors were tested using retains and in-house meters. The results for accuracy and precision were as follows: investigation results: a. The allowable difference between the inratio inrs and sysmex inrs are calculated. At least two out of three replicates for both samples for strip lot 221729 are within the allowable bias. No discrepant results are produced on in-house meters. These meet the above criteria; no further action is required. B. Precision - see scanned table. For each pair of replicates for each sample on strip lot 221729, mean and standard deviations were calculated. In-house test results have 7.39% and 4.17%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on in-house meters. No further investigation will be pursued.